Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the occurrence of an obstruction alarm followed by a sf101 alarm and sf197 alarm. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to contamination of the device pneumatic block due to device misuse. The astral 100/150 user guide provides the following warning: - ¿if you notice any unexplained changes in the performance of the device, if it is making unusual or harsh sounds, if the device or the power supply are dropped or mishandled, discontinue use and contact your healthcare provider. For ventilator-dependent patients, always have alternate ventilation equipment available and they should be continuously monitored by qualified personnel or adequately trained carers, who must be capable of taking necessary corrective action in the event of a ventilator alarm or malfunction.¿ resmed¿s risk associated with use of the device remains acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a patient required cardiopulmonary resuscitation and subsequently expired after removed from an astral 150 due to obstruction alarms and abnormal noises and placed on oxygen therapy.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint was due to contamination of the pneumatic block. The pneumatic block was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf101 and sf197) related to pressure measurement and a stuck outlet flow sensor. There was no patient harm or serious injury reported as a result of this incident.